Manufacturer narrative:
The investigation of this event is on-going as a request has been made to the local representative for additional information.

Event description:
Boston scientific crm (bsc) received information from a bsc field representative that this newly-implanted cardiac resynchronization therapy-defibrillator (crt-d) was associated with a report of high out-of-range shock impedance measurements for a competitor¿s chronic right ventricular lead. The representative reported the high measurements were obtained in all device programming configurations. The physician elected to monitor the lead. The device was left programmed to the triad configuration that defibrillation threshold testing was successfully performed in. There were no reports of adverse patient effects, and the device and lead remain implanted and in service. Boston scientific received information that this patient was presented back to the electrophysiology (ep) laboratory on (B)(6) 2016. The device was explanted and replaced due to advisory/recall.

Manufacturer narrative:
Despite multiple requests to the field for retrieval, the device has not been returned.